Manufacturer narrative:
An event regarding infection involving a jts distal femur was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: the implant in situ as for a jts distal femoral replacement, which was inserted on (B)(6) 2018. The surgeon reported that the implant has infected and it needs to be revised. The CT scans provided showed that remaining femoral bone is very porotic with multiple lesions and bone damages. The bone image was very blurry indicating that a previous infection occurred. Therefore, the radiographic assessment can confirm the reason for revision. Device history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 08 nov 2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 10-oct-2016 to present for similar reported events regarding infection of a distal femur. There have been 7 other events. There have been no other events for the sterile lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smbpr00; b22513; bumper pad. Smbsh00; b21506; bushes. Smcap01; b18826; axle cap. Smtbc00g; b21856; tibial bearing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported "the surgeon contacted me on saturday, stating that the patient had an acute infection and was having emergency surgery to wash out the infection". A patient specific prescription form was submitted for patient's right distal femur. "Revision implant needed due to infection". Additional notes state "design and manufacture same implant as current one pin 21607.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported "the surgeon contacted me on saturday, stating that the patient had an acute infection and was having emergency surgery to wash out the infection". A patient specific prescription form was submitted for patient's right distal femur. "Revision implant needed due to infection". Additional notes state "design and manufacture same implant as current one pin 21607.